Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device emitted an audible tone. The patient indicated that they were wearing a magnetic name strip over their device the day prior. It was speculated that the magnetic strip may have caused the device tones. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.